Manufacturer narrative:
B2 (date of death) has been added as this was omitted from the initial mw submitted. D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. D4 (serial) has been updated. G1 (manufacturer contact fax number) has been added as this was omitted from the initial mw submitted. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was determined to be use related per clinical details that the pump became out of position after introducer removal.

Manufacturer narrative:
B1, b2, h1: added death and product problem per a review of the complaint file. H6: added f02.

Event description:
Clinical narrative: a 47-year-old female with an unknown medical history received an impella cp device for temporary mechanical circulatory support due to cardiogenic shock secondary to an acute myocardial infarction. The device was implanted via the femoral artery in accordance with the impella instructions for use. At the time of device initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock, and the final classification remained stage e. The patient arrived at the cardiac catheterization laboratory with active cardiopulmonary resuscitation in progress. The impella cp device was initially implanted without incident. Following implantation, during removal of the introducer sheath, the physician inadvertently displaced the impella pump from the left ventricle and was unable to reposition the device. The device was explanted, and a new impella cp device (sn649207) was successfully implanted. The initial impella cp device did not exhibit a device malfunction. The second impella cp, there was no report or indication of device malfunction and/or no impella related adverse event and remained in use. A little over six hours later, care was withdrawn, and the patient expired.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.